Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of contour irregularities and tyndall effect are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation and skin discoloration: 6. Adverse events tables 1,2,4 and 5 of the dfu indicate symptoms which include but not limited to lumps/bumps and discoloration. After initial treatment with juvéderm voluma® xc, 98% of subjects reported experiencing a local treatment site response. Subjects rated treatment site responses as predominantly mild (21.5%) or moderate (59.2%) in severity with a duration of 2 to 4 weeks. - attachment: [hall et al.pdf]

Event description:
In the article, ¿novel use of a volumizing hyaluronic acid filler for treatment of infraorbital hollows.": 101 patients were injected with juvéderm voluma® xc in the infraorbital hollows which include the tear trough, nasojugal fold and or the papebromalar groove. All the injections were done with a 27 gauge 1.5 inch dermasculpt microcannula. An infraorbital nerve block consisting of lidocaine 1% was administered via injection prior to the injection of the product. Only 18 patients required touch up injections that were done within 3 months of the initial injection. Twelve of the 101 patients developed adverse events that were related to juvéderm voluma® xc. Some events were also prolonged episodes noticed by the physician, those requiring intervention, or those where the patient found the events noticeable or objectionable. Most of the adverse events were temporary and mild in nature. One patient developed a tyndall effect and contour irregularities that required hyaluronidase to reverse complication.